Event description:
It was reported that one day post implant, the device interrogation revealed elevated rv threshold, indicating lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.